Event description:
Patient reported left side "repeated encapsulations and permanent damage to muscle and removal of breast tissue from the scar tissue encapsulations and developed cysts in the breasts, inflammation, and swollen lymph nodes." Patient also reported "reproductive issues" which is not device related. Patient later reported "capsular contracture baker grade unknown." Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown, cyst, inflammation, varied injuries-ndr

Event description:
Patient reported left side "repeated encapsulations and permanent damage to muscle and removal of breast tissue from the scar tissue encapsulations and developed cysts in the breasts, inflammation, and swollen lymph nodes." Patient also reported "reproductive issues" which is not device related. Patient later reported "capsular contracture baker grade unknown." Patient additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b7, d3.

Event description:
Patient later reported rotation of implant, dislocation into membrane, pain and deformity pseudoptosis. Capsulectomy was performed.

Event description:
Patient later reported capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 reason for reoperation: capsular contracture, baker grade IV.

Event description:
A patient reported, "repeated encapsulations", "damage to muscle", "cysts","inflammation", "reproductive issues", and "swollen lymph nodes". The patient subsequently reported, "capsular contracture", baker grade unknown. Patient later reported "baker grade IV". The device has been explanted. This record is regarding the left side.

Event description:
Patient reported left side "repeated encapsulations and permanent damage to muscle and removal of breast tissue from the scar tissue encapsulations and developed cysts in the breasts, inflammation, and swollen lymph nodes." Patient also reported "reproductive issues" which is not device related. Patient later reported "capsular contracture baker grade unknown." Patient additionally reported capsular contracture baker grade IV. Patient later reported rotation of implant, dislocation into membrane, pain and deformity pseudoptosis. Capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ varied injuries - ndr: unable to observe since it is not related to the device. ¿ cyst unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.